Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-apr-2018 with the following findings: during the investigation, the battery compartment was found to be undamaged, and no battery cap was returned. A test battery cap was able to fit securely on the pump. The pump powered up with auditory and vibration to a blank screen. Further testing was unable to be verified, and the allegation was unable to adequately investigate the reported ¿cs006¿ complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was alleged a call service 006 alarm was emitted. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.